Manufacturer narrative:
Review of submitted x-rays revealed "ap and lateral x-rays are provided. Date unknown. Probable levels t11-l1 with t12 chance or burst fracture. No hardware failure is evident on x-rays provided. Root cause indeterminate."

Manufacturer narrative:
(B)(4). Neither the device nor applicable inaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient was implanted with four screws and sticks due to fracture of lumbar vertebra.it was reported that on an unknown date, post-op, two screws were found fractured and they remained in patient. Revision surgery date is unknown.